Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) has a damaged IV pole shaft collar . There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: d4(UDI#), d5, e1(initial reporter & event site email) e2, e3, e4. The stm replaced self-locking shaft collar (d105-00-0114) and bushing mount (missing) (d358-00-0063) corrected issue. Device passed all functional and safety tests according to factory specifications.